Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two-piece introducer thread had snapped during the process of being tightened into the definitive protheses. Another tray was used. No patient impact. 5 minute delay in surgery.

Manufacturer narrative:
Product complaint #(B)(6). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received. A) the introducer broke into 2 pieces, and all the broken pieces were retrieved. B) no adverse harm came to the patient. C) no lot number for the item as the hospital disposed of the instrument. D) the customer expressed that they only wanted this instrument to be highlighted as a repair and require no further action from the product complaints department, as this is not a complaint. All available information has been delivered previously in the initial email reference the time, date, location, and product information; this item is no longer available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - clinical code.